Event description:
Procedure: colectomy. According to the reporter: the client reports that the instrument does not close properly. The staples did not form properly when the instrument was applied on the tissue. The incident caused loss of tissue. The operation was extended by more than 30 minutes. A staple of part of instrument fell into the patient abdomen and was retrieved.

Manufacturer narrative:
(B)(4).